Event description:
A report was received stating wheelchair allegedly tipped over at the bottom of ramp causing injury to patient while reaching down for an object. It was determined that the front casters were too loose. Please review additional information received on this incident. Please note the parts were discarded, no sample to evaluate.

Manufacturer narrative:
(B)(4). No RMA has been initiated for this issue. The owner's manual was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. Additional information included that a call was placed to the reporter of this incident that the two screws that hold the right caster into the frame are allegedly too soft (his opinion). The caster allegedly became loose, causing the chair to tip forward. The consumer did not injure himself. The dealer replaced the screws with a socket head style screw. The original adjustment screws underneath are allegedly stripping the thread per the reporter he feels that he quality of the screws are poor and refused a replacement caster wheel assembly as he feels that they would be the same. When I requested that the parts be returned, he indicated that the screws were thrown out. He stated that this (loosening of the caster for this consumer chair) allegedly happened twice. The left side was checked and tightened and it is holding with the original parts. The chair is still with the dealer. The dealer is going to be delivering chair to the consumer sometime this week. Note: the parts have been discarded.